Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device system was removed as the catheter placement was not in the proper place. The pt recovered with sequela. Additional info has been requested, but was not available as of the date of this report.